Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint # (B)(4). Which was investigated with the following results: before opening the tub, the tensile test (checking the seal seam strength on the transport packaging) was carried out on the welded-on tyvek cover. The result was ok. During visual inspection several damages at the outer carton box were detected. Beside of this the tyvek peel cover was forced through. It was also determined that the quadrox's inlay within the tray, which is connected to the trays inner wall by welding spots, was unsoldered. Due to this the blood outlet connector of the unsecured product within the tray was able to force through the tyvek peel cover. This was most probable caused due to excessive physical force during transport. Thus the reported failure could be confirmed. In regards to the packaging of several product a CAPA process (CAPA) (B)(4) was started. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The event has been reported with a delay due to our retrospective examination of the record. At the time (B)(6) 2019. The complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Customer received cardiohelp hls kit 7.0 and packaging had a puncture which caused the product to no longer be sterile complaint ID: (B)(4).